Event description:
It was reported that a female patient underwent a breast surgery with a 350cc mentor smooth round moderate profile saline implant. Post-operatively, the patient¿s cat popped one of her implants on an undisclosed side. At the time of this report, it is not known if the patient has consulted with a medical professional, nor has mentor received information regarding explantation or an explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 08, 2022, mentor became aware that information was inadvertently reported incorrectly in the initial report. The patient underwent removal, but an explantation date was not provided to mentor. A lot number was not provided for the impacted device, so an mre could not be performed. Manufacturer's reference number: (B)(4) in the initial report, h6 type of investigation should have been populated with b17 device not returned. H10 additional manufacturer narrative should have been populated with the following: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed.

Manufacturer narrative:
On march 14, 2023, mentor received additional information. Mentor became aware that the impacted device was implanted in the right breast. A medical professional confirmed that upon examination, the device was not deflated. As such, deflation is no longer applicable. The patient experienced baker grade IV capsular contracture of the right breast. Mentor became aware that the patient has not undergone explantation at this time. As such, medical device removal is no longer applicable. Manufacturer¿s reference number: (B)(4).